Event description:
Infusor emptied approx. 2 hours earlier than expected for an infusion volume of 60 ml's (doxorubicin, vincristine, and saline diluent). There were no pt issues reported as a result of this infusion time.